Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient's husband stated that a visiting nurse called the paramedics due to patient having abnormal heart rate and blood pressure. The patient was taken to the dialysis floor of the hospital. The patient was hospitalized from (B)(6) 2016 due to abnormal heart rate and blood pressure. Patient was wearing the dexcom continuous glucose monitor at the time of the event. However, event was unrelated to dexcom system. There was no alleged device malfunction. At the time of contact, patient was out of the hospital and back at home. No additional event or patient information was provided.